Manufacturer narrative:
Product complaint # : (B)(4). Additional narrative: reporter is jnj employee. Investigation summary. Investigation flow: power tools/calibration/damage. Visual inspection: the torque wrench (part #: 277040510 / lot #: e1208) was received at us cq. Visual inspection of the complaint device showed scratches and discoloration which was consistent with the field usage. No other issues were identified with the returned device. Functional test: the functional test was performed at the (B)(4) site the torque of the device measured during calibration testing was 69.76 in-lbs which was not within the specified torque range of the device of 54-66 in-lbs per dwg-2770-40-510, rev. E. Hence, the torque test failed high. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed the complaint was confirmed. Investigation conclusion: this complaint is confirmed for torque wrench (part #: 277040510 / lot #: e1208). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 277040510 - torque wrench. Lot # e1208. Supplier: teleflex medical. Batch # 1 qty - 1 release to warehouse date: 02 feb 2010. Batch # 2 qty - 4 release to warehouse date: 20 oct 2009. Batch # 3 qty - 10 release to warehouse date: 20 oct 2009. Batch # 4 qty - 20 - release to warehouse date: 07 oct 2009. Batch # 5 qty - 10 release to warehouse date: 07 oct 2009. Batch # 6 qty - 30 release to warehouse date: 04 sep 2009. Batch # 7 qty - 15 release to warehouse date: 20 aug 2009. Batch # 8 qty - 5 release to warehouse date: 20 aug 2009. Batch # 9 qty - 40 release to warehouse date: 06 aug 2009. Batch # 10 qty - 20 release to warehouse date: 04 aug 2009. Batch # 11 qty - 17 release to warehouse date: 13 mar 2009. Batch # 12 qty - 83 release to warehouse date: 08 jan 2009. Batch # 13 qty - 48 release to warehouse date: 08 jan 2009. No ncr"s were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 54-66. The torque tested high ¿ 69.76. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) torque wrench this report is 1 of 1 pc (B)(4).